Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 84 mg/dl.